Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Pairing test was performed and failed. Performance data was reviewed but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - subsequent to the initial MDR, additional information is available. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up- additional information. H6: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).